Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set did not insert correctly and never entered the patient's skin all the way. The patient noted the cannula was kinked. Blood glucose was adversely affected and reported at 250-260mg/dl. A correction bolus was administered to address the blood glucose. No permanent injury was reported.